Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead gave an alert of low intrinsic amplitude. The rv lead trend was analyzed and it was noted that the intrinsic amplitude has been low for the last month. There was a variance in the r-waves but they have been consistently low over the last month and impedances have been stable. It's believed that the patient will be brought into the clinic for evaluation. There is no indication of intervention at this time.

Manufacturer narrative:
On 8/8/2016 - this lead was returned for analysis. The explant date was not provided. Upon receipt, the lead under complaint was found cut. Only the proximal fragment which was elongated up to 62 cm length was received for analysis. The proximal part including the lead tip was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the inner and outer conductor coils. The insulation near the connector pin was found damaged. These damages occurred most likely due to tensile forces applied during the explantation procedure. Due to the severe damages the electrical inspection of the lead fragment was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.